Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was as low as 27mg/dl. The customer stated that she did not have any issues with her pump at the time. The customer stated that she did not have any serious injury due to her pump therapy. The customer stated that she had issues with no delivery alarms earlier this year but went on manual injections for a while. The customer's health care provider stated that her weight might be helping her avoid needing to seek medical assistance during low events.